Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results found that the device arrived in good visual condition, with the breakaway washer uncut and fully loaded with staples. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device. Please reference the instructions for use for additional information. The device was tested for functionality and it formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: when the sales rep checked the device after the operation, it was found that both the trocar and the anvil were bent about 5 to 10-degrees.

Event description:
It was reported that during a laparoscopic high anterior resection procedure, the device was used to anastomose the rectum and the colon. The anvil was placed with an anvil grasping forceps (storz) and the instrument was inserted by the transanal route. However, the anvil could not be set into the instrument even though the doctor tried to set several times. The instrument was removed from the patient. A different sized circular stapler was used to anastomose instead of this device. Since no leak was found at the leak test, the case was completed. There were no adverse consequences for the patient.